Event description:
It was reported that the health care professional (hcp) wanted assistance for magnetic resonance imaging (MRI) protection mode programming for the system with this right ventricular (rv) lead. Technical services (ts) confirmed that the system was MRI conditional, however this lead exhibited capture thresholds that was too high for MRI protection mode programming. It was noted that the r-wave has slightly decreased and there was loss of capture (loc) several months prior during an in-office check, as well. The hcp stated they would reach out for cardiology. The lead remains in use. No adverse patient effects were reported.